Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.

Event description:
It was reported that the pulse generator exhibited intermittent noise on the atrial channel and the output had to be increased to capture the atrium.

Manufacturer narrative:
Please correct this report 2017865-2014-05331, this event should not have been reported as a medical device report (MDR).